Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 495 mg/dl. Customer was treated with syringes for high blood glucose level. The customer reported that cannula was bent of infusion set. Customer was assisted with troubleshooting. The customer does not allege that the insulin pump was under delivering. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer experienced symptoms such as abdominal pain, fatigued. Customer using insulin pump within 48 hours of high blood glucose of event. Customer reported that insulin pump was not on auto mode. Insulin pump had insulin flow blocked alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).